Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5079851) on 05-oct-2018. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive / abnormal bleeding/bleeding') and pelvic pain ('pelvic pain/pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, dyspareunia, vaginal discharge, dysplasia, koilocytosis, anorexia, constipation, loop electrosurgical excision procedure, depression, anxiety, hiatal hernia, cervical biopsy and uterine dilation and curettage. On (B)(6) 2018: patient underwent ultrasound transvaginal and pelvic. Diagnoses: menorrhagia with irregular cycle. Patient know that her essure devices appear to be on the appropriate location per x-rays. Previously administered products included for anxiety: xanax; for depression: wellbutrin. Concurrent conditions included vaginal odour, genital itching, vaginal discharge, bacterial vaginosis, dyspareunia, cervical dysplasia, human papilloma virus infection, vaginitis, moniliasis vaginal, cervical intraepithelial neoplasia ii, urinary tract infection, fatigue, lethargy, menorrhagia, skin mass, pain ovarian, feelings of weakness, genital burning, vaginal discharge abnormality, spotting vaginal, midcycle bleeding, abdominal discomfort, back discomfort, leg pain, weakness, nausea, vomiting, post coital bleeding, anemia, breast tenderness, bloating, weight gain, stress urinary incontinence, emesis, menstruation irregular, uterine bleeding, myalgia, vaginal bleeding, dvt, squamous cell metaplasia, multiple allergies (penicillin¿s, sulfa (sulfonamide antibiotics)), burning micturition, parakeratosis and premenopause. Family history included endometriosis, coronary artery disease and diabetes. Concomitant products included amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate;dexamfetamine sulfate (adderall), bupropion hydrochloride (wellbutrin), famotidine (pepcid), ibuprofen, lamotrigine (lamictal), melatonin, omeprazole (prilosec) and propranolol (propanolol). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), infection ("multiple infections"), pelvic discomfort ("pelvic discomfort"), abdominal pain lower ("lower abdomen pain"), abdominal discomfort ("lower abdomen pain/discomfort and tenderness"), abdominal tenderness ("lower abdomen pain/discomfort and tenderness to touch"), pain in extremity ("legs hurt/ache"), dysgeusia ("metallic taste in mouth"), migraine ("migraines"), contusion ("bruising"), back pain ("lower back pain"), musculoskeletal discomfort ("lower back pain/discomfort"), hypoaesthesia ("tingling/ numbness in hands and arms"), paraesthesia ("tingling/ numbness in hands and arms"), urinary tract disorder ("urinary problems"), polyp ("polyps") and constipation ("have not popped") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy abdominal laparoscopy with salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, pelvic pain, infection, pelvic discomfort, abdominal pain lower, abdominal discomfort, abdominal tenderness, pain in extremity, dysgeusia, migraine, contusion, back pain, musculoskeletal discomfort, hypoaesthesia, paraesthesia, urinary tract disorder, polyp, uterine leiomyoma and constipation outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal pain lower, abdominal tenderness, back pain, contusion, dysgeusia, genital haemorrhage, hypoaesthesia, infection, migraine, musculoskeletal discomfort, pain in extremity, paraesthesia, pelvic discomfort and pelvic pain with essure. The reporter considered constipation, polyp, urinary tract disorder and uterine leiomyoma to be related to essure. The reporter commented: event outcome was given as intervention required. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: bilateral tubal occlusion, status post placement essure device unremarkable hysterosalpingogram. Ultrasound scan vagina - on (B)(6) 2018: small nabothian cysts of the cervix. The cervix is otherwise normal. Impression: 1. There is a 11 x 5 x 6 mm hypoechoic structure within the upper endometrial cavity arising the anterior wall. I suspect this is a intracavitary fibroid or less likely endometrial polyp as it is hypoechoic. Hysteroscopy or sonohysterogram could be performed for further evaluation. 2. There is a type ii posterior submucosa fibroid as described above. 3. There is a posterior fundal sub serosal fibroid. Urinary system x-ray - in (B)(6) 2018: confirmed essure devices in abdomen. ¿an intervention was mentioned but not specified and/or assigned to one of the events¿. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: low abdominal pain, pelvic pain female. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media : reporter added. Event added as constipation. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of genital haemorrhage ('excessive/abnormal bleeding/bleeding') and pelvic pain ('pelvic pain/pain'). In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: multigravida, parity 2, dyspareunia, vaginal discharge, dysplasia, koilocytosis, anorexia, constipation, loop electrosurgical excision procedure, depression, anxiety, hiatal hernia, cervical biopsy and uterine dilation and curettage. On (B)(6) 2018, patient underwent ultrasound transvaginal and pelvic. Diagnoses: menorrhagia with irregular cycle. Patient know that her essure devices appear to be on the appropriate location per x-rays. Previously administered products, included for anxiety: xanax; for depression: wellbutrin. Concurrent conditions included: vaginal odor, genital itching, vaginal discharge, bacterial vaginosis, dyspareunia, cervical dysplasia, human papilloma virus infection, vaginitis, moniliasis vaginal, cervical intraepithelial neoplasia ii, urinary tract infection, fatigue, lethargy, menorrhagia, skin mass, pain ovarian, feelings of weakness, genital burning, vaginal discharge abnormality, spotting vaginal, midcycle bleeding, abdominal discomfort, back discomfort, leg pain, weakness, nausea, vomiting, post coital bleeding, anemia, breast tenderness, bloating, weight gain, stress urinary incontinence, emesis, menstruation irregular, uterine bleeding, myalgia, vaginal bleeding, dvt, squamous cell metaplasia, multiple allergies (penicillin¿s, sulfa (sulfonamide antibiotics)), burning micturition, parakeratosis and premenopause. Family history included: endometriosis, coronary artery disease and diabetes. Concomitant products included: amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall), bupropion hydrochloride (wellbutrin), famotidine (pepcid), ibuprofen, lamotrigine (lamictal), melatonin, omeprazole (prilosec) and propranolol (propanolol). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), infection ("multiple infections"), pelvic discomfort ("pelvic discomfort"), abdominal pain lower ("lower abdomen pain"), abdominal discomfort ("lower abdomen pain/discomfort and tenderness"), abdominal tenderness ("lower abdomen pain/discomfort and tenderness to touch"), pain in extremity ("legs hurt/ache"), dysgeusia ("metallic taste in mouth"), migraine ("migraines"), contusion ("bruising"), back pain ("lower back pain"), musculoskeletal discomfort ("lower back pain/discomfort"), hypoaesthesia ("tingling/ numbness in hands and arms"), paraesthesia ("tingling/ numbness in hands and arms"), urinary tract disorder ("urinary problems"), polyp ("polyps") and constipation ("have not popped"). And was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy, abdominal laparoscopy with salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, pelvic pain, infection, pelvic discomfort, abdominal pain lower, abdominal discomfort, abdominal tenderness, pain in extremity, dysgeusia, migraine, contusion, back pain, musculoskeletal discomfort, hypoaesthesia, paraesthesia, urinary tract disorder, polyp, uterine leiomyoma and constipation outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal pain lower, abdominal tenderness, back pain, contusion, dysgeusia, genital haemorrhage, hypoaesthesia, infection, migraine, musculoskeletal discomfort, pain in extremity, paraesthesia, pelvic discomfort and pelvic pain with essure. The reporter considered constipation, polyp, urinary tract disorder and uterine leiomyoma to be related to essure. The reporter commented: event outcome was given as intervention required. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008, bilateral tubal occlusion. Status post placement essure device unremarkable hysterosalpingogram; ultrasound scan vagina: on (B)(6) 2018, small nabothian cysts of the cervix. The cervix is otherwise normal. Impression: 1. There is a 11 x 5 x 6 mm hypoechoic structure within the upper endometrial cavity arising the anterior wall. I suspect this is a intracavitary fibroid or less likely endometrial polyp as it is hypoechoic. Hysteroscopy or sonohysterogram could be performed for further evaluation. 2. There is a type ii posterior submucosa fibroid as described above. 3. There is a posterior fundal sub serosal fibroid. Urinary system x-ray: on (B)(6) 2018, confirmed essure devices in abdomen. ¿an intervention was mentioned, but not specified and/or assigned to one of the events¿. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: low abdominal pain, pelvic pain female. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-feb-2021, quality safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive / abnormal bleeding/bleeding') and pelvic pain ('pelvic pain/pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, dyspareunia, vaginal discharge, dysplasia, koilocytosis, anorexia, constipation, loop electrosurgical excision procedure, depression, anxiety, hiatal hernia, cervical biopsy and uterine dilation and curettage. On (B)(6) 2018: patient underwent ultrasound transvaginal and pelvic. Diagnoses: menorrhagia with irregular cycle. Patient know that her essure devices appear to be on the appropriate location per x-rays. Previously administered products included for anxiety: xanax; for depression: wellbutrin. Concurrent conditions included vaginal odour, genital itching, vaginal discharge, bacterial vaginosis, dyspareunia, cervical dysplasia, human papilloma virus infection, vaginitis, moniliasis vaginal, cervical intraepithelial neoplasia ii, urinary tract infection, fatigue, lethargy, menorrhagia, skin mass, pain ovarian, feelings of weakness, genital burning, vaginal discharge abnormality, spotting vaginal, midcycle bleeding, abdominal discomfort, back discomfort, leg pain, weakness, nausea, vomiting, post coital bleeding, anemia, breast tenderness, bloating, weight gain, stress urinary incontinence, emesis, menstruation irregular, uterine bleeding, myalgia, vaginal bleeding, dvt, squamous cell metaplasia, multiple allergies (penicillin¿s, sulfa (sulfonamide antibiotics)), burning micturition, parakeratosis and premenopause. Family history included endometriosis, coronary artery disease and diabetes. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), bupropion hydrochloride (wellbutrin), famotidine (pepcid), ibuprofen, lamotrigine (lamictal), melatonin, omeprazole (prilosec) and propranolol (propanolol). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), infection ("multiple infections"), pelvic discomfort ("pelvic discomfort"), abdominal pain lower ("lower abdomen pain"), abdominal discomfort ("lower abdomen pain/discomfort and tenderness"), abdominal tenderness ("lower abdomen pain/discomfort and tenderness to touch"), pain in extremity ("legs hurt/ache"), dysgeusia ("metallic taste in mouth"), migraine ("migraines"), contusion ("bruising"), back pain ("lower back pain"), musculoskeletal discomfort ("lower back pain/discomfort"), hypoaesthesia ("tingling/ numbness in hands and arms"), paraesthesia ("tingling/ numbness in hands and arms"), urinary tract disorder ("urinary problems"), polyp ("polyps") and constipation ("have not popped") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy abdominal laparoscopy with salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, pelvic pain, infection, pelvic discomfort, abdominal pain lower, abdominal discomfort, abdominal tenderness, pain in extremity, dysgeusia, migraine, contusion, back pain, musculoskeletal discomfort, hypoaesthesia, paraesthesia, urinary tract disorder, polyp, uterine leiomyoma and constipation outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal pain lower, abdominal tenderness, back pain, contusion, dysgeusia, genital haemorrhage, hypoaesthesia, infection, migraine, musculoskeletal discomfort, pain in extremity, paraesthesia, pelvic discomfort and pelvic pain with essure. The reporter considered constipation, polyp, urinary tract disorder and uterine leiomyoma to be related to essure. The reporter commented: event outcome was given as intervention required. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: bilateral tubal occlusion, status post placement essure device unremarkable hysterosalpingogram.. Ultrasound scan vagina - on (B)(6) 2018: small nabothian cysts of the cervix. The cervix is otherwise normal. Impression: there is a 11 x 5 x 6 mm hypoechoic structure within the upper endometrial cavity arising the anterior wall. I suspect this is a intracavitary fibroid or less likely endometrial polyp as it is hypoechoic. Hysteroscopy or sonohysterogram could be performed for further evaluation. There is a type ii posterior submucosa fibroid as described above. There is a posterior fundal sub serosal fibroid.. Urinary system x-ray - in (B)(6) 2018: confirmed essure devices in abdomen. ¿an intervention was mentioned but not specified and/or assigned to one of the events¿. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: low abdominal pain, pelvic pain female. Most recent follow-up information incorporated above includes: on 15-jul-2020: extension of expected date of next report for ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive / abnormal bleeding/bleeding') and pelvic pain ('pelvic pain/pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, dyspareunia, vaginal discharge, dysplasia, koilocytosis, anorexia, constipation, loop electrosurgical excision procedure, depression, anxiety, hiatal hernia, cervical biopsy and uterine dilation and curettage. On (B)(6) 2018: patient underwent ultrasound transvaginal and pelvic. Diagnoses: menorrhagia with irregular cycle. Patient know that her essure devices appear to be on the appropriate location per x-rays. Previously administered products included for anxiety: xanax; for depression: wellbutrin. Concurrent conditions included vaginal odour, genital itching, vaginal discharge, bacterial vaginosis, dyspareunia, cervical dysplasia, human papilloma virus infection, vaginitis, moniliasis vaginal, cervical intraepithelial neoplasia ii, urinary tract infection, fatigue, lethargy, menorrhagia, skin mass, pain ovarian, feelings of weakness, genital burning, vaginal discharge abnormality, spotting vaginal, midcycle bleeding, abdominal discomfort, back discomfort, leg pain, weakness, nausea, vomiting, post coital bleeding, anemia, breast tenderness, bloating, weight gain, stress urinary incontinence, emesis, menstruation irregular, uterine bleeding, myalgia, vaginal bleeding, dvt, squamous cell metaplasia, multiple allergies (penicillin¿s, sulfa (sulfonamide antibiotics)), burning micturition, parakeratosis and premenopause. Family history included endometriosis, coronary artery disease and diabetes. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), bupropion hydrochloride (wellbutrin), famotidine (pepcid), ibuprofen, lamotrigine (lamictal), melatonin, omeprazole (prilosec) and propranolol (propanolol). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), infection ("multiple infections"), pelvic discomfort ("pelvic discomfort"), abdominal pain lower ("lower abdomen pain"), abdominal discomfort ("lower abdomen pain/discomfort and tenderness"), abdominal tenderness ("lower abdomen pain/discomfort and tenderness to touch"), pain in extremity ("legs hurt/ache"), dysgeusia ("metallic taste in mouth"), migraine ("migraines"), contusion ("bruising"), back pain ("lower back pain"), musculoskeletal discomfort ("lower back pain/discomfort"), hypoaesthesia ("tingling/ numbness in hands and arms"), paraesthesia ("tingling/ numbness in hands and arms"), urinary tract disorder ("urinary problems"), polyp ("polyps") and constipation ("have not popped") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy abdominal laparoscopy with salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, pelvic pain, infection, pelvic discomfort, abdominal pain lower, abdominal discomfort, abdominal tenderness, pain in extremity, dysgeusia, migraine, contusion, back pain, musculoskeletal discomfort, hypoaesthesia, paraesthesia, urinary tract disorder, polyp, uterine leiomyoma and constipation outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal pain lower, abdominal tenderness, back pain, contusion, dysgeusia, genital haemorrhage, hypoaesthesia, infection, migraine, musculoskeletal discomfort, pain in extremity, paraesthesia, pelvic discomfort and pelvic pain with essure. The reporter considered constipation, polyp, urinary tract disorder and uterine leiomyoma to be related to essure. The reporter commented: event outcome was given as intervention required. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: bilateral tubal occlusion, status post placement essure device unremarkable hysterosalpingogram.. Ultrasound scan vagina - on (B)(6) 2018: small nabothian cysts of the cervix. The cervix is otherwise normal. Impression: 1. There is a 11 x 5 x 6 mm hypoechoic structure within the upper endometrial cavity arising the anterior wall. I suspect this is a intracavitary fibroid or less likely endometrial polyp as it is hypoechoic. Hysteroscopy or sonohysterography could be performed for further evaluation. 2. There is a type ii posterior submucosa fibroid as described above. 3. There is a posterior fundal sub serosal fibroid.. Urinary system x-ray - in (B)(6) 2018: confirmed essure devices in abdomen.. ¿an intervention was mentioned but not specified and/or assigned to one of the events¿. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: low abdominal pain, pelvic pain female. Most recent follow-up information incorporated above includes: on 15-jul-2020: extension of expected date of next report for ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5079851) on 05-oct-2018. The most recent information was received on 12-jan-2021. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive / abnormal bleeding/bleeding') and pelvic pain ('pelvic pain/pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, dyspareunia, vaginal discharge, dysplasia, koilocytosis, anorexia, constipation, loop electrosurgical excision procedure, depression, anxiety, hiatal hernia, cervical biopsy and uterine dilation and curettage. On (B)(6)2018: patient underwent ultrasound transvaginal and pelvic. Diagnoses: menorrhagia with irregular cycle. Patient know that her essure devices appear to be on the appropriate location per x-rays. Previously administered products included for anxiety: xanax; for depression: wellbutrin. Concurrent conditions included vaginal odour, genital itching, vaginal discharge, bacterial vaginosis, dyspareunia, cervical dysplasia, human papilloma virus infection, vaginitis, moniliasis vaginal, cervical intraepithelial neoplasia ii, urinary tract infection, fatigue, lethargy, menorrhagia, skin mass, pain ovarian, feelings of weakness, genital burning, vaginal discharge abnormality, spotting vaginal, midcycle bleeding, abdominal discomfort, back discomfort, leg pain, weakness, nausea, vomiting, post coital bleeding, anemia, breast tenderness, bloating, weight gain, stress urinary incontinence, emesis, menstruation irregular, uterine bleeding, myalgia, vaginal bleeding, dvt, squamous cell metaplasia, multiple allergies (penicillin¿s, sulfa (sulfonamide antibiotics)), burning micturition, parakeratosis and premenopause. Family history included endometriosis, coronary artery disease and diabetes. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), bupropion hydrochloride (wellbutrin), famotidine (pepcid), ibuprofen, lamotrigine (lamictal), melatonin, omeprazole (prilosec) and propranolol (propanolol). On (B)(6)2007, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), infection ("multiple infections"), pelvic discomfort ("pelvic discomfort"), abdominal pain lower ("lower abdomen pain"), abdominal discomfort ("lower abdomen pain/discomfort and tenderness"), abdominal tenderness ("lower abdomen pain/discomfort and tenderness to touch"), pain in extremity ("legs hurt/ache"), dysgeusia ("metallic taste in mouth"), migraine ("migraines"), contusion ("bruising"), back pain ("lower back pain"), musculoskeletal discomfort ("lower back pain/discomfort"), hypoaesthesia ("tingling/ numbness in hands and arms"), paraesthesia ("tingling/ numbness in hands and arms"), urinary tract disorder ("urinary problems"), polyp ("polyps") and constipation ("have not popped") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy abdominal laparoscopy with salpingo-oophorectomy). Essure was removed on (B)(6)2018. At the time of the report, the genital haemorrhage, pelvic pain, infection, pelvic discomfort, abdominal pain lower, abdominal discomfort, abdominal tenderness, pain in extremity, dysgeusia, migraine, contusion, back pain, musculoskeletal discomfort, hypoaesthesia, paraesthesia, urinary tract disorder, polyp, uterine leiomyoma and constipation outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal pain lower, abdominal tenderness, back pain, contusion, dysgeusia, genital haemorrhage, hypoaesthesia, infection, migraine, musculoskeletal discomfort, pain in extremity, paraesthesia, pelvic discomfort and pelvic pain with essure. The reporter considered constipation, polyp, urinary tract disorder and uterine leiomyoma to be related to essure. The reporter commented: event outcome was given as intervention required. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: bilateral tubal occlusion, status post placement essure device unremarkable hysterosalpingogram.. Ultrasound scan vagina - on (B)(6)2018: small nabothian cysts of the cervix. The cervix is otherwise normal. Impression: 1. There is a 11 x 5 x 6 mm hypoechoic structure within the upper endometrial cavity arising the anterior wall. I suspect this is a intracavitary fibroid or less likely endometrial polyp as it is hypoechoic. Hysteroscopy or sonohysterogram could be performed for further evaluation. 2. There is a type ii posterior submucosa fibroid as described above. 3. There is a posterior fundal sub serosal fibroid. Urinary system x-ray - in (B)(6)2018: confirmed essure devices in abdomen. ¿an intervention was mentioned but not specified and/or assigned to one of the events¿. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: low abdominal pain, pelvic pain female. Most recent follow-up information incorporated above includes: on 12-jan-2021: extension of expected date of next report. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5079851) on 05-oct-2018. The most recent information was received on 25-jun-2019. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive/abnormal bleeding/bleeding') and pelvic pain ('pelvic pain/pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, dyspareunia, vaginal discharge, dysplasia, koilocytosis, anorexia, constipation, loop electrosurgical excision procedure, depression, anxiety, hiatal hernia, cervical biopsy and d & c. On (B)(6) 2018: patient underwent ultrasound transvaginal and pelvic. Diagnoses: menorrhagia with irregular cycle. Patient know that her essure devices appear to be on the appropriate location per x-rays. Previously administered products included for anxiety: xanax; for depression: wellbutrin. Concurrent conditions included vaginal odour, genital itching, vaginal discharge, bacterial vaginosis, dyspareunia, cervical dysplasia, human papilloma virus infection, vaginitis, moniliasis vaginal, cervical intraepithelial neoplasia I, urinary tract infection, fatigue, lethargy, menorrhagia, skin mass, pain ovarian, feelings of weakness, genital burning, vaginal discharge abnormality, per vaginal bleeding, midcycle bleeding, abdominal discomfort, back discomfort, leg pain, weakness, nausea, vomiting, post coital bleeding, anemia, breast tenderness, bloating, weight gain, stress urinary incontinence, emesis, menstruation irregular, uterine bleeding, myalgia, vaginal bleeding, dvt, squamous cell metaplasia, multiple allergies (penicillin¿s, sulfa (sulfonamide antibiotics)), burning micturition, parakeratosis and premenopause. Family history included endometriosis, coronary artery disease and diabetes. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), bupropion hydrochloride (wellbutrin), famotidine, ibuprofen, lamotrigine (lamictal), melatonin, omeprazole (prilosec) and propranolol (propanolol). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), infection ("multiple infections"), pelvic discomfort ("pelvic discomfort"), abdominal pain lower ("lower abdomen pain"), abdominal discomfort ("lower abdomen pain/discomfort and tenderness"), abdominal tenderness ("lower abdomen pain/discomfort and tenderness to touch"), pain in extremity ("legs hurt/ache"), dysgeusia ("metallic taste in mouth"), migraine ("migraines"), contusion ("bruising"), back pain ("lower back pain"), musculoskeletal discomfort ("lower back pain/discomfort"), hypoaesthesia ("tingling/ numbness in hands and arms"), paraesthesia ("tingling/ numbness in hands and arms"), urinary tract disorder ("urinary problems") and polyp ("polyps") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy abdominal laparoscopy with salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, pelvic pain, infection, pelvic discomfort, abdominal pain lower, abdominal discomfort, abdominal tenderness, pain in extremity, dysgeusia, migraine, contusion, back pain, musculoskeletal discomfort, hypoaesthesia, paraesthesia, urinary tract disorder, polyp and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal pain lower, abdominal tenderness, back pain, contusion, dysgeusia, genital haemorrhage, hypoaesthesia, infection, migraine, musculoskeletal discomfort, pain in extremity, paraesthesia, pelvic discomfort and pelvic pain with essure. The reporter considered polyp, urinary tract disorder and uterine leiomyoma to be related to essure. The reporter commented: event outcome was given as intervention required. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: bilateral tubal occlusion, status post placement essure device unremarkable hysterosalpingogram.. Ultrasound scan vagina - on (B)(6) 2018: small nabothian cysts of the cervix. The cervix is otherwise normal. Impression: there is a 11 x 5 x 6 mm hypoechoic structure within the upper endometrial cavity arising the anterior wall. I suspect this is a intracavitary fibroid or less likely endometrial polyp as it is hypoechoic. Hysteroscopy or sonohysterograph could be performed for further evaluation. There is a type ii posterior submucosa fibroid as described above. There is a posterior fundal sub serosal fibroid.. Urinary system x-ray - in (B)(6) 2018: confirmed essure devices in abdomen. ¿an intervention was mentioned but not specified and/or assigned to one of the events¿. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: low abdominal pain, pelvic pain female. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs & mr received. Events: urinary problems, polyps & fibroids were added. Case became incident. Lab data was added. Concomitant conditions, drugs, historical conditions and reporter's information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.